Event description:
It was reported that pump battery was draining in excess and pump could not be repaired or replaced because it was already out of warranty. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting or follow-up, was in process of obtaining new pump, and technical support documented emails but did not perform additional actions because battery depletion could not be calculated and no further steps were requested.